Manufacturer narrative:
No patient information provided as no patient was involved in this concern. There were no parts returned to medtronic but the situation was investigated. It was found that the initial patient disc was faulty.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that when inserting an exam from the disc the system displayed "reading patient directory, receiving exam" then became unresponsive. Thirty minutes passed by using standard cdr then another attempt to load (via unstructured alternate module) but again, the system became unresponsive. The exam came from a 3rd party imaging source. This 3rd party noted that exam was not saved via normal protocol and that the disc included a dicom reader application. Another patient disc that was on site loaded without issue. There was no patient present.